Manufacturer narrative:
Device evaluation by manufacturer: a field service engineer (fse) arrived at the customer site to address the reported error message "4124 sample-z bump" with the aia-900 instrument. The fse was able to confirm the reported error message through the error log but was not able to reproduce it. The fse proceeded to verify all alignments and found no issues. The fse validated the aia-900 instrument by running customer-prepared quality controls (qc), which passed within package insert specifications. The customer then ran the aia-900 instrument with no 4124 sample-z bump error message reoccurring. No further action was required. The aia-900 instrument was performing within manufacturer's specifications. A 13-month complaint history review and service history review for similar complaints was performed for serial number (B)(4) from 28-may-2018 through aware date 28-jun-2019. There were no other similar events reported during the searched period. The aia-900 operator's manual under section 12, flags and error messages, states the following: 12.2 error messages and corrective action. If an abnormality occurs during measurement, or it is difficult to continue measurement, an error message will be displayed. When an error message is displayed, a buzzer sounds to inform the operator of the trouble, and also an error message is printed out. If an error occurred, and the assay could not be completed normally, it is conceivable that an error flag is attached to the measurement value, preventing a result from being obtained. [4124] sample-z bump. Cause: the specimen cap rear-end collision sensor s054 was activated while the specimen dispensing arm z was moving toward the home position. A ss flag will be attached to the measurement result. Action: if the cap is on the specimen, remove it and perform measurement once again. If it is not, contact tosoh local representatives. Check s054 and pm051 for a possible malfunction. The most probable cause of the reported error message "4124 sample-z bump" could not be determined.

Event description:
A customer reported getting error message "4124 sample-z bump" with the aia-900 instrument. The customer requested service to further investigate the reported event. A field service engineer was dispatched to address the reported event, which resulted in delayed reporting of patient results for prolactin (prl) and intact parathyroid hormone (ipth). There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.